Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. The button for the easy bolus was unresponsive. The pump was not bumped or dropped. The insulin pump will be replaced.

Manufacturer narrative:
The insulin pump was received intermittent button response due to corroded keypad traces. The insulin pump has minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.